Event description:
Customer reported that he experienced high blood glucose because of a leg infection. Last blood glucose value was 422 mg/dl. Customer stated that the insulin pump is not delivering the full amount of bolus it delivered 21 or 22.3 units of insulin instead of 25 units. Customer was advised to deliver a bolus into the air; value was recorded. Customer did not realize that the bolus wizard took into account the active ins. Customer's doctor thinks that he is insulin resistant. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.